Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device returned for product evaluation. The locator and hemostasis sheath were returned mated along with the carrier tube assembly. No other accessory components were returned. Visual inspection revealed that no anomalies were observed on the carrier tube assembly and the device sleeve was in manufactured position. There was a kink observed on the sheath and locator assembly at the blood inlet holes. The components were properly mated together. No damage was observed on the tip of the locator or at the transition from locator to sheath. Components were separated and slight deformation was noted at the tip of the sheath. Dimensional testing was performed. The outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.115'' which was within the specification of 0.114" +/-0.005". All measurements were within the manufacturer's specifications. Based on the evaluation, the complaint could be confirmed for kinked components. Based on the available information, the cause of the resistance which led to kinking is not known the kink that was observed on the assembly indicates likely application of an off-axis force applied during the insertion or likely the result of resistance during insertion into the patient's vasculature. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that following a left heart catheterization via right groin access with a 6fr procedural sheath, the angio-seal device would not advance, and the sheath and arteriotomy locator assembly buckled and kinked. The angio-seal device was removed and a perclose device was used. The estimated blood loss was less than 250cc. The patient was in stable condition. The procedure was completed. Additional information was received on 05feb2021. The groin was scarred from multiple access. An angiogram was performed.